Event description:
Reporter alleged blood glucose measured 185 mg/dl back to back with a result of 82 mg/dl when performed within seconds of exach other. It was stated custoemr had some orange juice and a sandwich to elevate glucose however no medical treatment was sought or rec'd reportedly. A request was made for the product return of the suspect device and replacement product was sent.